Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. This event was reported by the distributor. The healthcare facility is: (B)(6). Imdrf device code a0401 captures the reportable event of cutting wire broken. The returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken at 3mm from the proximal pierced hole, and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the duodenoscope was positioned in front of the papilla. The ultratome xl was then inserted and was cannulated successfully. The cutting wire was placed in an appropriate position, and then the first cut was made. On the second cut, "the thread broke, making it unusable." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. This event was reported by the distributor. The healthcare facility is: (B)(6). Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the duodenoscope was positioned in front of the papilla. The ultratome xl was then inserted and was cannulated successfully. The cutting wire was placed in an appropriate position, and then the first cut was made. On the second cut, "the thread broke, making it unusable." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.